Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following trauma, the pt never had therapeutic effect and a headache occurred when stimulation was on. In (B)(6) 2011, a tornado went through the pt's home. The pt, in the process, ducked underneath the bed and since that time has had no stimulation. Reprogramming was attempted and was unsuccessful. The only viable electrodes were number 1 and 2. All other electrodes were greater than 4000 ohms. The pt scheduled a revision appointment for (B)(6) 2011. The pt had no complaints of headache but was w/o stimulation. The device was programmed to zero and was off. Add'l info has been requested, but was not available as of the date of this report.